Manufacturer narrative:
H6: investigation summary no photo or sample was received for the customer's complaint of separation leak. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. A device history record review could not be performed because a model or lot number was not provided by the customer.

Event description:
It was reported that the unspecified bd¿ infusion set primary IV tubing broke and dislodged from the clamp, leaking saline onto the rn and patient's arm. This occurred twice during use. The following information was provided by the initial reporter: "primary IV tubing broke at blue plastic cassette piece. Tubing completely dislodged from cassette/clamp where tubing is placed in the IV pump. Saline spilled all over rn and patient's arm."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. Initial reporter name and address: the customer's address is unknown. New jersey, USA has been used as a default. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd¿ infusion set primary IV tubing broke and dislodged from the clamp, leaking saline onto the rn and patient's arm. This occurred twice during use. The following information was provided by the initial reporter: "primary IV tubing broke at blue plastic cassette piece. Tubing completely dislodged from cassette/clamp where tubing is placed in the IV pump. Saline spilled all over rn and patient's arm."